Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, while a definitive root cause for the annular rupture was unable to be confirmed, per report, it appears the annular rupture may have occurred due to patient (calcified plug on the left cusps pressing the thv towards the wall) factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, during a transfemoral tavr procedure in the aortic position, the patient suffered an annular rupture and expired. Initially, when performing the first the bav with rapid pacing (systolic pressure dropped below 50mmhg), the balloon jumped during inflation towards the ventricle. The physician deflated the balloon and inflated it twice again in annulus position. Despite this, the physician still wanted to implant the 29mm sapien 3 valve. The valve was positioned in an 80:20 aortic/ventricular position in the annulus and was able to be implanted without experiencing high force on the atrium syringe. Post deployment tee showed a gradient of 2mmhg and no presence of pvl. However, 2-3 minutes after implantation, the patient¿s pressure dropped and a pericardial effusion was seen on tee. The pericardium was punctured with a pigtail catheter and the blood was drained and transfused via cell saver. The physician mentioned that observing a calcified plug on the left cusps, which was pressing the sapien 3 valve towards the wall and believed it to be the issue of the tamponade. As the patient refused to receive a sternotomy, all activity was stopped after 45minutes and the patient expired.